Event description:
The following has been reported: biomed reported: "our infusion department reported that the pump with sn: (B)(6) is generating a tubing error/ "reload cassette" message. No patient harm was reported in relation to this issue. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a downstream air sensor failure. Upon return, the device was able to perform a mock infusion successfully. The device was reverted to manufacturing mode where it failed set ID & bubble detector functional testing.